Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient information was not current. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information might not have been current. A technical support specialist dialed into the station and server, checked that messages were crossing over to the server correctly, and checked the affected patient on the server, confirming that the patient was currently admitted. After checking again, the patient was now showing up. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.